Manufacturer narrative:
A batch record review was performed. A previous non-conformance (nc) is associated with this complaint, which is closed. The likely root causes were identified as noncompliance with the rules of movements and stay in classified rooms by operators during manufacturing process, poor cleaning quality of classified rooms, working environment in classified rooms (intermediate boxes, static properties of surfaces), non-adequate full cleaning frequency of production equipment and static properties of materials. Corrections were performed and found effective. This complaint order was performed before implementation of corrections. A photograph has been received for this complaint which was evaluated. No additional investigation is needed. This issue will be monitored through the post market product monitoring review process. No additional patient/details have been provided regarding the reported event. Should additional information become available at a later date, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Brand name: uno muco-safe rvs ch14/40cm(50/200) it. (B)(6). Based on the available information, this event is deemed a product malfunction. No patient harm was reported. Additional details have been requested but not provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Event description:
Complaint received from a distributor reporting there was a "human hair inside pack." The product was not used. The product had exceeded the expiration date [expired 10/2016]. Photos were provided which depict the hair in packaging.